Manufacturer narrative:
This supplemental report is being submitted to attach the user's voluntary medwatch submission related to the previously reported event. The information contained in the voluntary submission is consistent with the originally submitted MDR.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia while using the pump, with the user stating the system did not adapt as expected and acknowledging behaviors such as misannouncing meals to address highs and overtreating lows. Symptoms included blood glucose in the 20¿30 mg/dl range, dizziness, near-syncope, and transient inability to stand, with device alerts for low and urgent low reported and correction with oral carbohydrates. Outcomes included no professional medical intervention, no assistance required from others, and no hospitalization. Investigation included user outreach, collection of a low blood glucose questionnaire, troubleshooting, and education with an offer to schedule additional training. Investigation of this case revealed no device malfunction reported, user behaviors likely contributing to glycemic volatility, and cause of hypoglycemia not definitively established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.